Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited high capture threshold. The patient presented for surgery, and both leads were explanted and replaced. The patient condition was noted as stable.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. The device was returned for analysis. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage to the inner insulation at the middle region. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.